Manufacturer narrative:
The device is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred at 9:00am and involved a spinning spiros® closed male luer, red cap that when the spiros was in use for one hour, a leak was noted during a doxorubicin delivery. There was patient involvement, no adverse event nor anyone harmed as a result of the reported event and no delay in therapy.

Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The device history review for lot 4761899 was reviewed and a poppet sub-component was found that a molding anomaly on the sealing surface that can lead to leakage. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component.